Manufacturer narrative:
The swan ganz catheter was received by our product evaluation laboratory for a full examination. Report of balloon ruptured was confirmed. As received, balloon was found to be ruptured at central area. The ruptured edges did not appear matching at the rupture. Through lumens were patent without any leakage or occlusion. No other visible damage was found from the catheter body. The manufacturing records were reviewed for the lot involved and there is no indication of a related nonconformance. All process parameters were met and inspections passed successfully. As part of the manufacturing process, the manufactured units go through a balloon inflation process. Based on the available information there is no evidence that supports or confirms the failure mode is associated to a manufacturing or design defect. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.

Event description:
As reported, before use in patient, the balloon of this swan ganz catheter was discovered ruptured and preventing inflation. The problem was solved by replacing the device with a new one. There was no allegation of patient injury. The device was received for evaluation and the balloon was found to be ruptured at central area. The ruptured edges did not appear matching at the rupture. Patient demographics was unable to be obtained.